Event description:
It was reported that stent damage occurred. The 85%, 2.75 x 38mm, stenosed target lesion was located in the moderately tortuous and moderately calcified distal end of the left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up due to the scratch at the distal lesion. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stents struts from the distal section of the stent were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85%, 2.75 x 38mm, stenosed target lesion was located in the moderately tortuous and moderately calcified distal end of the left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up due to the scratch at the distal lesion. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.